Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press act button harder and more than once, the insulin squirt out while priming, and had error code in the past. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had rejected batteries that were not energizer brand. They had settings erased when changing out battery. The customer noticed that once one bar goes down a couple of days later the battery just dies. The insulin pump had small crack on the screen, rainbow effect on screen, and the back light was less bright. The motor was louder. The customer had to change out battery twice a month as the battery life has diminished from when he first got the insulin pump. The device will not be returned for analysis.